Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure, the screen went black and the system shut down. The system was re-booted and the procedure was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).